Manufacturer narrative:
(B)(6). This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Secondary surgical intervention, lens was exchanged for a shorter lens. Conclusion code: the anterior endothelium chamber depth (acd) was below 3.0mm and per dfu for this lens model, this lens model is contraindicated for acd below 3.0mm. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.0/+2.0/012 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. On (B)(6) 2017, the patient's post-op best corrected visual acuity (bcva) was 20/20 and uncorrected visual acuity (ucva) was 20/20.

Manufacturer narrative:
Lens was returned dry, in microcentrifuge vial. Visual inspection found haptic tears, clear residue on the lens. (B)(4).